Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe was faulting, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse replaced pn: 951300-03 erbe generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed but reported failure could not be reproduced. The unit was energized, cauterized, and all ports recognized instruments. The reported complaint was not confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the generator (erbe) was faulting. The bipolar would not work. Operating room (or) staff stated the surgeon used vessel sealer extend (vse) instrument connected to new generator (e-100) to complete the case robotically. Intuitive surgical inc.(isi) technical support engineer (tse) found error c-34 and m-11 in onsite logs. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.